Manufacturer narrative:
Eval: method: routine monitoring of complaint history and performance trends to ensure performance is within claims. Results: based on a comparison to another panel type, an incorrect interpretation was provided for this isolate. Conclusion: results were not reported to the physician. There are no reports of adverse health consequences associated with the discrepant result. Product is within performance claims.

Event description:
Customer reported, (B)(6) isolate oxacillin (ox) mic discrepancy. The hosp obtained oxacillin - susceptible results on the panel and oxacillin-resistant results when tested against another panel type also performed for the isolate. Results were not reported to the physician. Treatment was not delayed or withheld. There are no reports of adverse health consequences associated with the discrepant result.